Event description:
Practitioner utilized kendall fast-cath female catherization kit to obtain specimen on elderly female pt with chief complaint of hematuria. Pt contracted with difficult anatomy. Practitioner was holding device by collection tube and when removed from pt, tubing was no longer attached. CT confirmed retained object. Pt. To undergo cystoscopy later today for device removal. Dates of use: 2008. Diagnosis or reason for use: hematuria.